Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient turns stimulation on, she gets tightness in the back on all groups. The patient also reports redness around the generator area which is sensitive to the touch. Contributing factors are unknown at this time. The manufacturer representative met with the patient to go over programming connectivity and to run impedance checks on the full system. The patient also has an appointment with their physician on (B)(6) 2021 for the redness and swelling at the generator side. The manufacturer representative is going to try and reprogram to take the tightness away if it is a programming issue. The issue has not yet been resolved. Surgical intervention was not planned or performed at this time. Additional information was received from the rep. The rep reported that the patient experienced tightness with stimulation on. The rep couldn't be sure as to why the patient was experiencing this. The rep changed the patient's groups to hd and seemed to be doing better at this time. The patient didn't get tightness with this program but the patient was going to keep in touch and keep the physician posted. The patient was good at this time. The rep also wasn't sure why there was redness. The manufacturer representative (rep) reported that the patient had gone to see an allergist due to a suspected allergy to the device because the patient experienced an allergic reaction and had possibly drained fluid from the pocket. The patient had been given steroids, which helped, but as soon as the patient got off of the steroids, their symptoms returned. The hcp was going to offer the patient the option of removing the ins and leaving the leads capped to determine how the patient reacts over a 6-8 week period. It was reviewed that if the patient did indeed have an allergic reaction, they would need to see an allergist for testing to determine if any of the materials in the ins cause an allergic reaction to the patient. (Rep) additional information received. Rep reported generator was removed and leads were capped off and left abandoned so the patient had surgery today and a new generator was implanted. Dr. (B)(6) implanted a non rechargeable and connected to leads from the first implant. The explant was done 8 weeks ago and I just found out today when we went to implant new generator and attach to leads that were abandoned. The explant was done due to pain the patient was having in her back and leading up the leads when the stimulator was on. I am not sure if the generator was sent back. I can only speak for what we did today in surgery. Impedances and connectivity was checked all look good. Programming captured all painful areas. Patient was reimplanted with a nonrechargeable prime which were connected to the original lead that was left abandoned. [Omitted information pertaining to rtg0088422 as this was pertaining to a different patient -- see pe (B)(4)].